Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. Investigation, unable to repeat customer's reported problem. According to the investigation, no problem was found with the pump displaying "alarms cassette not attached" message when latch is closed during the investigation. However, the pump's event history logs showed "cassette not attached properly" alarm messages. Investigation recommended the pump downstream occlusion sensor be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not attached alarm when latch was closed. No patient involvement reported.